Manufacturer narrative:
Evaluation summary: the outer was detached 9mm distal to the balloon bond. The detachment site was jagged and uneven. The inner and tip was detached 5mm distal to the guide wire entry port. The detachment site on the inner was jagged and uneven. The device was kinked immediately distal to the strain relief on the hypotube. There was no other damage noted to the device. (B)(4).

Event description:
It was reported that a euphora balloon catheter was being used to treat a heavily calcified vessel with 80-85% stenosis, angulation from the left main at 90%, in the circumflex ostium. Device was removed from packaging and inspected as per IFU. During the procedure the device was used for pre-dilation. The physician reported that during positioning of the device resistance was noted. It was reported that the balloon was inflated gradually and ruptured at 20atm. The rupture occurred on the first inflation and it was reported that the rupture was expected to happen. It was reported that the device could not be retrieved from the lesion and force was required resulting in the balloon markers beginning to separate. At this point the physician decided to stop trying to remove the device and attempted to use another wire to pass the target lesion to achieve a second dilatation and free the balloon. This attempt failed as it was not possible to get past the ruptured balloon which was stuck between the cx ostium and the left main coronary artery. The patient had a previous bypass which maintained blood flow. The decision was made to pull the device out of the patient which resulted in half the balloon remaining in the patient. The fragments remaining in the patient were jailed to the vessel wall using a stent covering the om branch to the left main ostium. It was reported that the patient suffered an mi during the procedure requiring 15 - 20 minutes resuscitation for repeated vf and was intubated on table requiring large doses of inotropes. This was followed up with a week's intubation, shock treatment. It was reported that the patient recovered